Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents for potentially associated lot number gd893594 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection of the returned sample it was noticed that the connection shield was adhered to the packaging pouch and had a missing/broken clasp. The cause of the reported condition cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that a minicap was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.